Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, the inside of light guide (lg) lens dirty likely due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around lg-lens peeled off and moisture entered inside of lg-lens and corroded. The event can be detected/prevented by following the instructions for use (IFU) which state: operation manual 3.3 inspection of the endoscope shows how to detect the event. Reprocessing manual 5.5 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the evis exera iii duodenovideoscope for service. The device was examined, this showed the objective lens of the distal end had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. The device evaluation found the up/down knob had play, the bending tube was deformed, the connecting tube was scratched, the adhesive around the objective lens was dirty, the light guide lens was dirty, and the lever arm was corroded. Annual inspection was not being performed on an annual basis. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.